Manufacturer narrative:
Sjm discovered this medwatch report is a duplicate of an event and report we previously submitted as follows: sjm event number: (B)(4). Manufacturer report number: 2135147-2015-00070. Regulatory report number: (B)(4).

Event description:
On (B)(6) 2015, an 18mm amplatzer septal occluder (aso) was implanted. Echocardiogram performed on (B)(6) 2015 showed no evidence of pericardial effusion. At a follow-up visit on (B)(6) 2015, a transthoracic echo (tte) revealed a small pericardial effusion without evidence of tamponade and minor residual flow around the inferior portion of the aso. The patient returned on (B)(6) 2015 for a repeat tte that revealed the continued presence of a pericardial effusion. There was no intervention required and no adverse patient effects were reported. The aso remains implanted and the etiology of the effusion was unknown.

Manufacturer narrative:
(B)(4).